Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 165.60 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.